Manufacturer narrative:
Summary of evaluation: evaluation results received from howmedica jaquet suggest that this event would not be associated with the device but rather would be related to improper cleaning methods for this device.

Event description:
During surgery two wire tensioners failed to grasp 2.0 mm wires. This event did not cause an adverse consequence to the pt.